Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: it was found that the instrument was difficult to prime. Upon further examination, it was noted that the inner components were dry. It is likely that the dry components resulted in the difficult to prime issue experienced during functional testing. However, the definitive root cause for the priming and self-activation issues could not be determined. The device was cleaned, lubricated, tested and returned to the sales rep. Functional/performance evaluation: the device could not be fully functionally tested, due to the returned sample condition. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for failure to prime, as the device was difficult to prime in the as received condition. However, the investigation is inconclusive for self-activation, as device could not be fully functionally tested, due to the returned sample condition. Per the service and repair facility, it was noted that the inner components were dry. It is likely that the dry components resulted in the difficult to prime. However, the definitive root cause for the priming and self-activation issues could not be determined. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy, the device allegedly self-activated. Another device was used to complete the procedure. No patient contact was reported.

Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the device allegedly self-activated. Another device was used to complete the procedure. No patient injury was reported.